Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and confirmed that the malfunction code did not recur. The customer was informed they could continue using the pump and to contact technical support again if the issue reoccurred.